Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was in use on a patient that was defibrillated perhaps more than 25 times in 12 hours and then the iabp stopped pumping and set off a very loud alarm. Information appeared on the display - "iabp may require maintenance". The unit was replaced with another one. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: h6 medical device problem code. Due to character limit in e1 event site name is (B)(6). A getinge field service engineer (fse) evaluated the unit and found: all manifold test - ok, no electrical errors in logs, transducer offsets (-8.6 mmhg, -5.3 mmhg, -2.3 mmhg), atmospheric pressure - 732 mmhg, after connecting to the mains, the batteries began to charge normally. No problem was observed after connecting the unit to the simulator. Pumping took about 30 minutes with a normal heart rate (80 bpm) and 15 minutes with atrial fibrillation mode. Fse mentioned, during the inspection of the device, no problems with functionality were observed, but the information about the possible need for maintenance was still present. Performed a software update according to service bulletin: mca00000772. The software update was successful without any problems. Subsequently, all manifold test and functional test were performed successfully. Battery maintenance was requested when the unit was turned on. After running the battery test, left the device in the room, instructed the customer about the test and went to another department, as maintenance can take up to 22 hours. About an hour later, the customer called and stated that the device is constantly emitting a strong alarm, there is only a rotating circuit on the lower control display, and there is a strong smell of something burning coming from the device. They immediately pulled the power cable from the socket, held the on off button, but the device could not be turned off, the loud alarm continued. When fse caught up pulled out the batteries and the alarm stopped. After disassembling the covers, found that all three boards - power management board, solenoid board and motor drive board are visibly destroyed. Fse resolved the issue by replacing power management board, motor control board and solenoid control board. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.